Event description:
This lead was explanted and replaced due to dislodgement.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at a distance of some 18 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, cuttings in the insulation and deformations of the outer coil were found. These damages resulted most likely from the explantation procedure. In the course of further analysis no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.